Manufacturer narrative:
On 08-sep-2020, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2020. New information received states that the explantation date is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 330 cc saline breast prostheses that bilaterally deflated after implantation. As a result, the patient will undergo explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.